Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the ilet, with a brief sensor issue noted on the dexcom app and signal loss to the ilet only; the user started a new sensor using code 7803, and the ilet displayed ¿sensor pairing,¿ after which the user was advised to allow time for re-pairing. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continuation of therapy. Investigation included user education and troubleshooting focused on wireless connectivity and sensor re-pairing. Investigation of this case revealed a transient communications disruption between the g7 sensor/transmitter and the ilet, consistent with brief sensor issue and pairing delay, without evidence of device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption resolved through re-pairing guidance.